Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding on lcd glass. No blank display noted. Device had scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had blank display. Troubleshooting was perfomed and display remained blank. The blood glucose levels at time of the incident were 186mg/dl. She also reported device fell on the floor and would not rewind. It was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.